Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 with weakness, lethargy, and a supratherapeutic international normalized ratio (inr). The patient was found to have methicillin-susceptible staphylococcus aureus (mssa) bacteremia. The source was presumed to be a from a psoas muscle abscess, but the patient was later found to have a 10 cm abscess around their outflow graft that was trapped and positive for mssa. The patient was deemed to not be a surgical candidate, so the decision was made to pursue inpatient hospice. The patient was discharged to alive inpatient hospice on (B)(6) 2024 and passed away on (B)(6) 2023.